Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es patients not crossing over. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over. A technical support specialist (tss) forwarded the issue to the information technology (it) group, resolving the communication problem with the station. The user confirmed the issue was with one device, mtendo2, which had not communicated for 10 days. The device showed offline, but in remote smart service (rss), it appeared online. Downtime was arranged to correct network speeds and perform a full sync. The tss changed network duplex speeds, performed a full synchronization, and applied a hotfix to prevent database bloating. Ipv6 was turned off to avoid slowness. After the full synchronization, no new download errors were observed, and the station was back up. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es patients not crossing over . The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.